Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of june 5, 2023, was chosen as the best estimate based on the procedure which happened sometime in (B)(6) 2023 and the day of adverse event reported at 4 days (pod4) post-procedure. Blocks d4, h4: detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf patient code e1310 captures the reportable event of urinary tract infection. Imdrf patient code e1301 captures the reportable event of dysuria. Imdrf impact code f2303 captures the reportable event of "the patient was treated with augmentin."

Event description:
It was reported to boston scientific corporation that a percutaneous nephrostomy set was used to treat a right nephrolithiasis during a right percutaneous nephrostolithotomy (pcnl) of stone greater than 2 cm procedure performed sometime in (B)(6) 2023. Only one naviguide device was used. Four days post-procedure, the patient presented with dysuria and a recurrent urinary tract infection, treated with augmentin. The stone culture was positive for enterococcus. Per physician's assessment, the event was not serious, was not related to the device, and probably related to the procedure.